Event description:
A resolute integrity rapid exchange (rx) drug-eluting was implanted into the patient. Post procedure (time unknown) the patient died due to a thrombus related incident. The physician does not feel it is related to the resolute integrity device. Implant date - year only valid.

Manufacturer narrative:
(B)(4). Results: (root cause undetermined limited information available), inherent risk of procedure (death/stent thrombosis), none (device not available for evaluation).